Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received the following event description: "exhalation obstruction" alarms, claims takes high pressure to open the valve. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.